Manufacturer narrative:
A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that they had a user initiated air bubble intervention to "on" mode to show another colleague of theirs, on the (B)(6) 2019 afternoon at 01:09:23 hrs and this was logged. This user initiated air bubble intervention alarm to on mode was captured in the log file. However, they claimed that the unit also had a air bubble intervention alarm on reported on (B)(6) 2019 at 1554 hrs but when the technician checked the logs, it was not captured. If this intervention was activated deliberately, it will be captured into the logs. What if this air bubble intervention is automatically activated to on during usage on a patient in the middle of the night and no perfusionist is on duty to clear the intervention? The patient could die from this unnecessary intervention as their default clinic configuration for this air bubble intervention is set to "off" mode permanently. Complaint number: (B)(4).

Manufacturer narrative:
Initially a pump stop was reported. The customer claimed that during treatment the ch switched off due to a automatically innervated bubble intervention. The device was requested for investigation under RMA#(B)(4). After several requests we received the information on 2020-01-10 that the cardiohelp does not need to be returned to the factory. Thus the failure could not be confirmed and a most probable root cause could not be determined. As the event occurred during treatment a relationship between the device and the complaint is given. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).